Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.  (B)(4).

Event description:
The article entitled, "long-term survivorship of the charnley elite plus femoral component in young patients" written by y.h. Kim, j.s. Kim and s.h. Yoon published by the journal of bone and joint surgery accepted by publisher 6 december 2006 was reviewed. The article's purpose was to evaluate the long term results of the elite-plus femoral component in young patients, noting particularly the prevalence of aseptic loosening, wear of polyethylene and osteolysis. Data was compiled from 184 patients (194 hips) under the age of 60 receiving thr between june 1994 and june 1996. Depuy products utilized: duraloc cup, poly liner, elite plus femoral stem. The article does not mention bearing surface of femoral head but it is reasonable to conclude that the femoral head was also a depuy product as all other components were depuy products. Non-depuy cement was utilized for stem. The article provides reasons for revision but does not provide which components were explanted or specifically exchanged. The article does not provide adequate information to determine accurate quantities. The article provides a patient identifier in a radiographic image which is captured in a linked complaint. This complaint captures the generalized adverse events: mispositioned stem, mispositioned cups, thigh pain, stem loosening treated with revision, osteolysis associated with poly wear requiring revision, infection treated with revision, displaced post op spiral fracture around tip of stem treated with open reduction and internal fixation, dislocation treated by closed reduction and abduction bracing, avulsion fracture of greater trochater (asymptomatic and no indication of intervention), perforation of the lateral femoral cortex but a grade-a cement mantle (bone injury without indication of intervention), heterotopic ossification without indication of intervention or functional impact upon patient. It is noted that one acetabular component was radiographically diagnosed as loose but the patient refused revision.